Manufacturer narrative:
Retention samples of the same lot that customer used were tested on the customer's h232 instrument and the h232 instrument used at the investigation site. The results of all measurements fulfill requirements.the material worked according to specification.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on the cobas h232 instrument located in the doctor's office. The patient was tested with troponin t quantitative strip lot 28254911 and the result between 50-100 ng/l ((B)(6)). The same sample was tested with troponin t quantitative strip lot 28245715 and the result was <50 ng/l ((B)(6)). No adverse event occurred. The h232 instrument serial number was (B)(4) neither the h232 instrument nor a similar device is sold in the united states. The customer returned their h232 instrument and test strips with lot number 28254911. Preliminary investigation testing with (B)(6) blood solution was performed with the customer's test strips on the customer's h232 instrument and an h232 instrument used at the investigation site. No false (B)(6) results were observed.